Event description:
The report from clinical study (B)(4) for patient with ID# (B)(4) indicated that the procedure was coil embolization assisted with two enterprise vrds (enc452812/01427228, enc452812/01426711) and non-cordis/codman coils of a previously treated ba-tip aneurysm, and during the procedure, MRI revealed cerebral infarction in right hypothalamus as well as both sides of cerebellums. Also, the patient developed orientation disturbed and walking disability associated with cerebral infarction. Edaravone was administrated for treatment. The outcome of the cerebral infarction as well as walking disability (as of 8 months after onset was ongoing and improved, and of the orientation disturbed was indicated as recovered without sequelae. According to the physician, the relationship of the events to the procedure was unknown and to the vrd was also unknown. According the physician, the possible cause of the event was either the effect of the occlusion in penetrating branches caused by aneurysm mass effect, or the effect of the thrombus. However, it is unknown as to thrombus confirmed to be present at the site during the event. No thrombus was present during initial angiography, and after the coils were place, no coil or coils protruded from the target aneurysm. During the event, the enterprise stents were patent, and the enterprise stents were fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No further information is available and procedural images are not available.

Manufacturer narrative:
It was a previously-treated unruptured saccular aneurysm. Size of the aneurysm was unknown. The parent vessel size diameter proximal was 3.5mm and distally was 3.2mm. The occlusion rate of aneurysm before index procedure was 80% and 100% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011-ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011-ongoing, heparin 4000u was administered intra-procedurally. The vrds were placed in a t- shape at the ba-tip. Prior to implanting the vrds, launcher/medtronic, 606-s255x (lot#unknown), traxcess/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, cashmere/micrus (total2), deltaplush/micrus (total 6), v-track hydro coil/terumo (total 3), and axium/ev3. Lot# are all unknown. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2012-00078 and 1058196-2012-00079.

Manufacturer narrative:
It was reported via the (B)(4) study that during a stent assisted coil embolization of a basilar artery (ba) tip aneurysm using two enterprise vrds placed in a t- shape, MRI revealed cerebral infarction in the right hypothalamus as well as both sides of the cerebellum. The patient developed orientation disturbance and walking disability associated with cerebral infarction. Edaravone was administrated for treatment. The outcome of the cerebral infarction as well as walking disability (as of 8 months after onset) was ongoing and improved, and of the orientation disturbed was indicated as recovered without sequelae. According to the physician, the relationship of the events to the procedure was unknown and to the vrd was also unknown. According to the physician, the possible cause of the event was either the effect of the occlusion in penetrating branches caused by aneurysm mass effect, or the effect of the thrombus. However, it is unknown whether thrombus was confirmed to be present at the site during the event. No thrombus was present during initial angiography, and after the coils were place, no coil or coils protruded from the target aneurysm. During the event, the enterprise stents were patent, and the enterprise stents were fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. The procedure was treatment of a previously treated ba tip aneurysm, with no details regarding the previous treatment available. The size of the aneurysm is unknown. The parent vessel size diameter proximal was 3.5mm and distally was 3.2mm. The occlusion rate of aneurysm before index procedure was 80% and 100% after the index procedure. The modified rankin scale score (mrs) mrs on the day of the procedure was 0, the mrs one day post procedure was 4 and three months later was 2. Antiplatelet therapy included ongoing aspirin 200mg/day beginning approximately two weeks pre-procedure and ongoing clopidogrel 75mg/day beginning approximately one week pre-procedure. Heparin 4000 units was administered intra-procedurally. The act was 381 seconds post anticoagulation. No further information is available and procedural images are not available. The enterprise vrds remain implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use (IFU). The IFU precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries and within the previously embolized aneurysm may result in embolization of debris from the intimal layers of these arteries or aneurysm. Additionally, as reported, procedural factors, aneurysm location and characteristics may have contributed to the event. Although based on the available information, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2012-00078 and 1058196-2012-00079.